Manufacturer narrative:
During investigation of the device, a bend was noted on electrode 3, with a jagged piece of material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend and jagged material is consistent with damage during use.

Event description:
This event is being reported based on the analysis of the returned device.